Event description:
It was reported that a renasys touch device overheats when it is running. It is unknown if there was any surgical delay. It is also unknown how the procedure was finished. This occurred while using the device. No harm or injury reported on patient.

Manufacturer narrative:
H3, h6: the device, used in treatment, has been received and evaluated. Visual inspection reported no defects. The functional evaluation confirmed that the device was unable to generate negative pressure, establishing a relationship with the reported event. The root cause was determined as a failed vacuum pump. This failure will have contributed to the device feeling hot to the touch, evaluation did not find any signs of heat damage. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that a renasys touch device overheats when it is running. It is unknown if there was any surgical delay. It is also unknown how the procedure was finished. This occurred while using the device. No harm or injury reported on patient. After investigation it was noticed that the device was unable to generate negative pressure.